Manufacturer narrative:
The account found the side rail is missing screws for the latch assembly. The account replaced the side rail latch assembly screws to resolve the issue.

Event description:
The account alleged the side rail will not latch. No pt impact.